Event description:
It was reported that the user¿s ilet displayed alerts 61 and 57 and functioned as a receiver without delivering insulin for approximately ten days, leading to sustained hyperglycemia while the user managed glucose with manual injections; the device was replaced with an ilet picante to address visual accessibility, and customer support assisted with reconnection and best-practice education. Symptoms included none reported. Outcomes included high glucose that required correction over approximately twelve hours, with no medical intervention. Investigation included customer support troubleshooting and device replacement with follow-up education. Investigation of this case revealed device non-delivery of insulin while cgm readings were displayed, consistent with an insulin delivery malfunction with cause unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.